Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted a small air gap towards the end of tubing. The customers blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would change out supplies. Reportedly, the customer uses apidra insulin. The customer was advised that apidra insulin is not approved for use with the pump.